Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after swimming with the pump. Reportedly, the customer consumed food prior to the malfunction and forgot do deliver and experienced an elevated blood glucose (bg) level of 500 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.

Event description:
Reportedly, the customer consumed food prior to the malfunction and forgot to deliver a bolus and experienced an elevated blood glucose (bg) level of 500 mg/dl which was addressed by administering a manual injection.